Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient woke up and immediately experienced an acute ischemic stroke. The patient suffered left-sided weakness and "neglect." The patient did not have a prior history of stroke or transient ischemic attacks. The patient was transferred to comfort care (do not resuscitate). The patient was hospitalized for over a week total, had the stroke the day of the procedure, and expired two days later. The size of the lesion was 1.4 cm and it was in the right upper lobe. Instruments utilized during the procedure included needle, forceps and cryoprobe, and the number of passes made was not recalled. The distance of the lesion to the pleura was 1-2 cm. The physician reported that the stroke was likely due to the patient's known history of atrial fibrillation, and that their anticoagulation medication was held prior to the procedure. The physician reported that another possibility for the cause of the stroke could be from transient hypotension during the general anesthesia. There was no serious deterioration or clinical instability during the time it took to stabilize the patient. The physician did not believe the ion system caused or contributed to the stroke and it was possible that the stroke would have likely occurred via another biopsy modality. Per the physician, the cause of death was due to the acute ischemic stroke. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. Review of the procedure video confirms that an ion bronchoscopy with biopsy was performed on two target lesions (right upper lobe and left lower lobe). Tools utilized include needle, forceps, and cryoprobe, along with one fiducial marker placement near the right upper lobe target. Nothing unusual was noted during the procedure. Intuitive surgical, inc. Medical safety officer event review noted that a female of unknown age underwent an ion endoluminal biopsy. Transient hypotension was noted attributed to the administration of general anesthesia. A 1.4 cm lesion in the right upper lobe 1-2cm from the pleura was targeted and sampled. The procedure was completed successfully. Post procedure while recovering from general anesthesia left sided weakness and neglect was noted and a new acute stroke was diagnosed. The physician caring for the patient felt the etiology to be cardioembolic in origin in the setting of known atrial fibrillation for which anticoagulation was being held for the biopsy. The patient was hospitalized for >1 week and ultimately died. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A more recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The available data suggests that the ion system did not contribute to the adverse event and that the adverse event was related to a combination of the patient¿s underlying atrial fibrillation and periprocedural cessation of anticoagulation. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). ¿ ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the acquire registry. Am j respir crit care med. 2016;193(1):68-77. ¿ folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient experienced a stroke and subsequently expired.